Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics due to low blood glucose reading of 32 mg/dl. Troubleshooting was performed, and found an alarm in the history. Advised the customer that the insulin pump should be replaced due to the alarm. However, the customer declined, and stated he will try to get an upgrade. Nothing further was reported.